Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the jaws would no longer open during a total abdominal hysterectomy. There was no tissue resection or damage caused. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 12/01/2016. The reported condition that the jaws would no longer open was confirmed. Inspection found excessive blood and eschar on the seal plates between the jaws and in the hinge of the jaws. The excess eschar on the track prevented the knife from advancing smoothly. The jaw of the device was stuck partially open due to the dry eschar in the hinge. After cleaning, the mechanical function of the device was tested with acceptable results. The device was activated on simulated tissue with acceptable result. Mechanical function of the latch mechanism was acceptable. The investigation found the device to function normally and within specifications. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.